Event description:
A report was received that the patient underwent a lead explant procedure due to natural causes and an infection. The infection was located in the right side of the neck, between the lead and lead extension. The patient was administered antibiotics. The event was not device related and malfunction was not suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.